Manufacturer narrative:
(B)(4). Results of investigation: the field service representative (fsr) replaced the uim and performed the operational verification procedure and extended self test, the unit is meeting all manufacture and specifications. The device has been returned to the customer and the suspect uim is expected to be returned to carefusion's failure analysis laboratory for further evaluation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the uim (user interface module) touch screen is locked up on startup. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the uim (user interface module) and was able to duplicate the reported issue. The problem was isolated to a corrupted boot loader. This reported issue will be tracked and internally investigate the situation.